Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. An evaluation of visual documentation provided by the user confirmed the reported information, however, the device is not being returned for evaluation so a definitive cause cannot be established. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that during a novasure endometrial ablation, after the ablation was completed, the physician had a difficult time retracting and removing the device. Once the device was removed the physician noted the sheath was crumpled. No injury reported.